Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. This is second prime meter she has had and the readings have always been much higher than readings with old prime meter. She compares readings with sisters meter (whole family is diabetic) and this prime has always been 80-100 points higher. She gave me example of 199-98 which is 50% variance. She stated when she takes her insulin she has symptoms of low sugars. She feels she has dosed incorrectly more than once since using this prime meter. Took fasting reading in the morning and it was 170 so took 5 units of insulin based on that reading because was getting ready to have breakfast. Had a small breakfast and shortly after was dizzy, shaky and sweating. Technique is good, storage is good. Controls not used. Replacing product.